Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer cubie was failed to open. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer identified that the positional sensor was not receiving input, with the root cause determined to be a detached magnetic strip on drawer 4.2, preventing proper sensor detection. The drawer was determined to require replacement, installed a new pyxis bus cable and replaced missing slide bumpers, tightened all associated screws and realigned the back plates across all drawers. The fse replaced the half-height drawer due to adhesive failure of the magnetic strip on drawer 4.2 and configured the drawer, and performed full testing, successfully restoring service. Hardware test application (hta) testing was completed and confirmed proper operation of the device and associated storage space. The system functioned as intended after the field service engineer repaired the device.